Manufacturer narrative:
Stryker evaluated the device and observed the unit will not power on. The customer will receive a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was not powering on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the device and the reported issue was verified. It was observed that mosfet q7 part of the h-bridge circuit, was blown apart. Root cause of the reported issue is determined to be the damaged h-bridge circuit. The customer received a replacement device and the returned device was archived by stryker.

Event description:
The customer contacted stryker to report that their device was not powering on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.